Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing, noise and pacing inhibition post implant. The patient was admitted to the hospital , programming changes where made to turn tachy therapy off, until additional testing could be completed. Surgical intervention was performed the next day, and the right ventricular (rv) lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new lead was implanted. No adverse patient effects were reported.